Manufacturer narrative:
Minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 220mg/dl. Advised insulin pump would be replaced. No additional information was provided.